Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 220 units of insulin. Additionally it was reported that a malfunction alarm occurred. Customer¿s blood glucose ranged from 173-198 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.